Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a mentor tissue expander 700cc was ruptured and leaking. The leaking issue was discovered before the surgery; therefor, there was no patient contact. The device was returned to mentor with white fluid inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed according with mentor procedures and it revealed four rents measuring approximately < 0.1 cm each one and all located on the anterior aspect. Microscopic examination of the edges of the rents revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a mentor tissue expander 700cc was ruptured and leaking. The leaking issue was discovered before the surgery; therefor, there was no patient contact.